Event description:
It was reported that the user experienced hyperglycemia after an infusion set issue while using the ilet system, felt unable to manage frequent therapy changes, and elected to return to a prior therapy for greater control after discussions with healthcare providers and customer care. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting and education with the user and review of use conditions. Investigation of this case revealed an unclear cause of hyperglycemia; device malfunction was not indicated based on the absence of alarms and successful completion of troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.